Manufacturer narrative:
Investigation: one customer photo was received for evaluation. The customer photo was evaluated for separation of the needle and holder, which was observed. Ten retention samples from the incident lot were tested, and no separation was observed. A review of the device history record was completed for the incident lot number and based on this review, there were no related quality notifications and all inspections were in compliance with requirements. Based on the investigation, the customer¿s indicated failure mode for separation of the needle and the holder was observed by bd pas during evaluation. Based on the investigation, the root cause / potential root cause for the separation was determined to be a molding defect on one of the wings at the top of the holder, resulted in the needle not being held firmly in place. (B)(4).

Event description:
It was reported that the needle of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder 21g x 1.25 in. Disconnected from the holder during venipuncture. As a result the patient had to be punctured once again but there was no report of injury or medical interventions.